Manufacturer narrative:
Additional information: d10, h3 plant investigation: although it was stated that the complaint device was available to be returned, to date no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008k dry acid 132 gallon unit had a and melted plastic drain valve casing. The melted casing was noticed during machine repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The drain valve casing was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the melted drain valve casing. The biomed additionally reported that the mixer would not fill and they were waiting on a replacement fill valve solenoid to return the machine to service. The melted parts were saved by the biomed and are available to be returned to the manufacturer for physical evaluation.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius dry acid 132 gallon unit had a melted plastic drain valve casing. The melted casing was noticed during machine repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The drain valve casing was the original fresenius part on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the melted drain valve casing. The biomed additionally reported that the mixer would not fill and they were waiting on a replacement fill valve solenoid to return the machine to service. The melted parts were saved by the biomed and are available to be returned to the manufacturer for physical evaluation.